Event description:
The customer reported the device was getting hot during testing. There was no patient involvement with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The customer reported the device was getting hot during testing. There was no patient involvement with this event.